Event description:
ICD battery end of life. Upon change out of the device, the lead was checked. All parameters of the lead except the high voltage (hub coil) impedance were normal. Hub impedance 120-130 ohms. Normal 10-20 ohms. Medtronic advised changing the lead. The old lead was capped and a new lead was implanted.